Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure it was revealed that the lead exhibited an insulation anomaly. The lead was capped on (B)(6) 2017. No patient symptoms were reported.